Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to the one of two devices used in the same procedure. Refer to manufacturer report numbers 3005099803-2018-01864 and 3005099803-2018-01880 for the referenced device information. It was reported to boston scientific corporation on (B)(6) 2018 that a genesys hydrothermablation procerva procedure set and hydrothermablation controller was used in a hydrothermablation (hta) procedure performed on (B)(6) 2018. Reportedly, the patient was under cervical block anesthesia. According to the complainant, during procedure and 6 minutes into ablation phase, a little bit of fluid dripping on the floor was noted to be coming out from the end of the procedural sheath where the scope adapter was connected. There was no fluid loss alarm received from the hta console. The fluid was 80 degrees during ablation but there was no user/patient harm. The procedure was stopped and the adaptor was adjusted, however the same problem was noticed. The adaptor was twisted back on while the sheath was still inside the patient. The system was restarted and there was immediate fluid loss alarm detected. At the end of the procedure, the sheath was pulled out from the patient and a crack was found at the end of the procedure sheath where the scope adaptor was screwed into. The physician was able to complete half of the ablation and the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.